Event description:
Same case as MFR. Report #: 6000093-2007-01441. It was reported that during a pci procedure, the maverick2 monorail balloon ruptured when it reached 4 atms on the first inflation. The lesion being treated was located in the moderately tortuous, hard calcification and 90% stenotic proximal left anterior descending artery (lad). The device was removed from the pt intact. The procedure was successfully completed with a different device. Pt status is listed as "good."

Manufacturer narrative:
The device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.